Event description:
It was reported that the quick bolus/wake button on the customer¿s pump was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who advised them to remove the pump from its case and follow specific instructions to operate the button. Despite this, the button issue persisted, and a replacement pump with updated software was arranged. The customer will continue using the current pump until the replacement arrives and acknowledged the instructions for returning the faulty pump.